Manufacturer narrative:
The device was not returned for evaluation. No direct cause could be determined from the information received. A search of feedback history identified no similar malfunctions in this product lot. Nova eye will monitor for future similar occurrences. No patient harm occurred.

Event description:
When retracting the track advance catheter, the distal section detached from the mid shaft. Part of the distal shaft remained within schlemm's canal, the surgeon removed this using forceps.